Manufacturer narrative:
The investigation for the reported limb ischemia issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. Information indicated that the patient¿s iliac vessels were thin and there was potentially calcification. Therefore, the cause of the reported limb ischemia was most likely related to the condition/size of the patient vessel. Impella cp with smartassist system instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. While on support, the color tone of the impella is slightly worse than that of the other side. The impella was replaced with intra-aortic balloon pump (iabp) in consideration of coronary artery bypass grafting (CABG) implementation.